Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an error message with the adc device. Customer received a "scan error" message on day 9 of sensor wear and was unable to obtain readings. As a result, customer experienced hypoglycemia symptoms such as confusion; the customer than fell over and loss consciousness. The customer was unable to self-treat and was provided a banana for treatment by a third party. There was no report of death or permanent impairment associated with this event.